Event description:
A customer reported experiencing a cartridge change error with their pump, which had been ongoing since a previous report. They attempted to load twelve different cartridges but were unsuccessful in resolving the issue with the recommended loading technique. However, there was no adverse impact on the customer's blood glucose level. To address the problem, the customer relied on an alternative insulin delivery method, mdi, and was informed by technical support that a replacement pump would be sent with updated software. The customer understood and acknowledged the instructions provided for returning the defective pump and the steps to be taken upon receiving the new one.